Manufacturer narrative:
Failure analysis for fiber 0010-2400-548a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end wall integrity is compromised, and exhibits partially erased red octagonal sign and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using two surgical fibers during a prostate procedure, the fibers metal cap became detached; the metal caps detached at 84,000 joules, 15 minutes and 124,000 joules, 16 minutes respectively. The procedure was completed using a third surgical fiber. There was no patient injury reported. This event is or the second fiber used.